Event description:
During a very difficult lad pci, an interventional wire was trapped by a microcatheter during removal which results in the distal tip of the wire shearing off and remaining in the lad. Attempts to retrieve the wire fragment were unsuccessful. The patient was referred for CABG and removal of wire fragment intraoperatively.